Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was at work the day prior to the call and twisted his back and it felt like a bee sting where the wire goes up to spinal cord. The patient was still experiencing a lot of pain (patient said there was pain in his back where the wires are, and he was also in pain because the device was not providing him with relief). He does not feel stimulation outside of right leg when he normally does in that area. The patient went to the emergency room and they did x-rays and it did not appear like the leads were broken and everything looked intact. The option of turning therapy off until the healthcare provider appointment was reviewed if the patient feels like it is causing pain. The patient did not turn therapy off during the call. The patient was redirected to follow-up with their healthcare provider to have the device checked. No further complications were reported.